Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the left ventricular (lv) lead had dislodged out of the coronary sinus lateral branch. It was noted that when the patient sat up, the slack on the lv lead pulled back. The lead was revised and remains in use. No patient complications have been reported as a result of this event.